Event description:
It was reported that when flushing the catheter, a pin hole was noticed on the catheter body. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. The balloon was found to inflate but would not maintain inflation due to leakage from a slit 0.04" long at the distal edge of the thermal filament (middle form) area. The slit enters the inflation lumen. Other through lumens patent without leakage. A CAPA is in process for slit in catheter body related to balloon inflation.